Event description:
It was reported to philips that the system failed to start up correctly. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer and confirmed that the system failed to start up correctly. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the host pc hardware to be normal and confirmed the cause of the malfunction to be a software crash. To resolve the issue, the fse reloaded host-pc operation software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.